Event description:
It was reported that the pt experienced a burning sensation after surgery, and that the MFR rep was able to program him to stop burning. Add'l info received reported that there were two high impedance readings and the rep reprogrammed around those. Afterwards, the sensation was gone and the pt was pleased.

Manufacturer narrative:
(B)(4).